Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for evaluation and steps could not be taken to replicate or confirm the reported event; therefore, the root cause is unknown at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to the FDA on: 09/09/2009.

Event description:
The customer reported a corneal burn. The patient had a very dense cataract and the event occurred during the sculpt mode after additional injection of viscoelastic. Additional information received from the surgeon stated the wound was sutured closed. The patient outcome has resolved with normal post operative visual acuity.